Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite extension set leaked near the hub. The following information was provided by the client: "extension set leaking - "we have been seeing some IV set leakage it seems it¿s a the point where the tubing is going into the hub. It is item 25202e this lot number is (10) 21129276."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes . D.10. Returned to manufacturer on: 25-mar-2022. H.6. Investigation summary: the customer reported there is leakage, and returned 7 samples of material 25202e. Five of the seven samples leaked and separated at the entrance of the male luer. Inspection under the microscope found the samples to have insufficient solvent. Manufacturing performed a further investigation and found several potential root causes for the failure. A quality notification was created to prevent the defect. A device history record review for model 25202e lot number 21129276 was performed. The search showed that a total of 21,003 units in 1 lot number was built on 06dec2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h.10.

Event description:
It was reported that the bd alaris smartsite extension set leaked near the hub. The following information was provided by the client: "extension set leaking- "we have been seeingsome IV set leakage it seems it¿s a the point where the tubing is going into the hub. It is item 25202e this lot number is (10) 21129276.""